Event description:
It was reported that pump experienced malfunction with code 16, during which customer¿s blood glucose reading showed ¿high¿ and specific value was unknown. Customer gave correction injection using multiple daily injections, did not need help from a third party, reset pump, and planned to use multiple daily injections as backup therapy while technical support arranged replacement pump and sent out-of-warranty loaner pump after confirming shipping details and reviewing loaner agreement.